Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter while introducing it to the vein. The following information was provided by the initial reporter, translated from french: "the department states that during the insertion of the autoguard safety catheter, the needle pierced the catheter injuring the patient, the vein was punctured, so the nurse removed the catheter."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-aug-2023. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used 22g insyte autoguard bc pro unit with no product documentation to indicate the reference or lot number. A gross visual inspection did not identify any damage to the components. The catheter tubing was further inspected microscopically for evidence of a needle spear through. Microscopic inspection found a v-shaped tear on the catheter tubing near the nose of the catheter adapter. This type of damage is indicative of a needle spear through. The reported issue was confirmed. Given that blood residue is present at the tear site, it is likely that venipuncture was attempted by the clinician. If the damage originated during the manufacturing process, the device would have been received by the customer with the needle piercing through the catheter tubing making a venipuncture attempt unlikely. Since venipuncture was attempted, it is likely that the defect originated in the clinician environment during use. A needle spear through may occur in the clinician setting during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing while the tubing is in the vein.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter while introducing it to the vein. The following information was provided by the initial reporter, translated from french: "the department states that during the insertion of the autoguard safety catheter, the needle pierced the catheter injuring the patient, the vein was punctured, so the nurse removed the catheter."

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter while introducing it to the vein. The following information was provided by the initial reporter, translated from french: "the department states that during the insertion of the autoguard safety catheter, the needle pierced the catheter injuring the patient, the vein was punctured, so the nurse removed the catheter."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.